Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-may-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary tower door 2 repeatedly failed and required recovery. A field service engineer removed the middle panel, identified lack of grease on the latch connectors, applied grease to all connectors, rebooted the system, and verified functionality with successful testing and inventory. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 2 repeatedly failed and required recovery. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.